Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Manufacturer narrative:
Review of this MDR shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
It was reported that the patient ¿needed¿ an appointment and to give urine. The healthcare provider (hcp) stated the patient was ¿likely to have lead replaced.¿ patient outcome, symptoms, and product issues were not known. Follow up is being conducted to obtain this information. If additional information is received, a supplemental report will be sent.